Event description:
Related manufacturer report number: 2017865-2022-21222; related manufacturer report number: 2017865-2022-21223; related manufacturer report number: 2017865-2022-21225. It was reported that the patient presented for follow-up with discharge at the implant site of the pulse generator. The generator, right atrial, right ventricular, and left ventricular leads were explanted due to pocket infection. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.